Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: during investigation, the cartridge compartment was cracked at the threads. The battery compartment was cracked as well.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; cracked battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the battery compartment was cracked on the side of the pump.